Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - 1350053), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, e3, g2 additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: unknown.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when starting in inspection mode, the cardiosave intra-aortic balloon pump (iabp) unit has a startup failure occurred. There is a possible defect in the front end board. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6.